Manufacturer narrative:
(B)(4). The customer returned an arterial catheterization device consisting of a spring wire guide (swg), swg advancer tube, and needle. The catheter was not returned. The unraveled coil wire was protruding from the end of the needle bevel. Visual examination revealed the guide wire is unraveled from the distal end. Microscopic examination of the guide wire revealed the distal weld was not present at the end of the coil wire. The distal weld was not returned with the complaint sample. The proximal end of the guide wire remained housed within the swg handle. The length from the handle to the tip of the core wire was measured and was found to be within specification. Based upon the measured length of the broken core wire, the core wire appears to have broken adjacent to the distal weld. The outside diameter (od) of the guide wire was also measured and was within specification as well. A manual tug test revealed other remarks: a device history record (DHR) review was performed and no relevant findings were identified. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of the guide wire unraveled and separated was confirmed through visual examination of the returned sample. The returned guide wire was unraveled and separated from the distal weld. The distal weld was not returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the wire in the kit shredded when they used it to thread the radial artery. They were successful in removing all wire contents from the radial artery.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the wire in the kit shredded when they used it to thread the radial artery. They were successful in removing all wire contents from the radial artery.